Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The analysis results found that the strap 25 device was returned with no damage in the external components. In an attempt to replicate the reported incident, fire testing was not conducted because trigger was jammed. The instrument was disassembled; upon disassembly the prongs of the fork were deformed causing the jamming and 19 straps were found inside cannula shaft. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable.

Event description:
It was reported that the patient underwent ventral hernia repair on (B)(6) 2018 and absorbable straps were used. During the procedure, the straps were not adhering to the tissue or the mesh. A like device of the same product code was used to complete the procedure. There were no adverse patient consequences reported.